Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device.) And surgery (underwent hysterectomy due to complications from the essure device.). At the time of the report, the perforation, device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder, pelvic pain and perforation to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus/ migration") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and keloid scar ("rash condition keloids"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the uterine perforation, menstrual disorder, depression, anxiety and keloid scar outcome was unknown and the vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved. The reporter considered anxiety, depression, genital haemorrhage, keloid scar, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: shortly after removal pelvic pain was decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: essure was successfully occluded. On (B)(6) 2010 salpingectomy (bilateral removal of fallopian tubes) was performed. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs+mr received- new events added: abnormal bleeding vaginal, menorrhagia, depression, mental anguish, abnormal bleeding were added. Outcome for events pain from unknown to resolving and abnormal bleeding to resolved. New reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus/ migration') and fallopian tube perforation ('essure eroded through the tube') in a 27-year-old female patient who had essure (ess205) (batch no. 626289) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and obesity. Previously administered products included for an unreported indication: vitamin d, predinisone and plaquenil. Concurrent conditions included ovarian cystectomy. Concomitant products included since 2011, bupropion hydrochloride (wellbatrin) since 2011, hydroxychloroquine since 2003, prednisolone since 2003, trazodone since 2011 and vitamin d nos (vitamin d) since 2003. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("depreesion") and anxiety ("mental anguish"), 1 month after insertion of essure (ess205). On (B)(6) 2009, the patient experienced keloid scar ("rash condition keloids"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, depression, anxiety and keloid scar outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, fallopian tube perforation, genital haemorrhage, keloid scar, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: shortly after removal pelvic pain was decreased. Discrepancy noted: removal details 30sep2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on 01-apr-2007: results: essure was successfully occluded.; on 11-aug-2008: no demonstrated patency of fallopian tube. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Lot number: 626289 manufacturing date: 2007-12 expiration date: 2009-11 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus/ migration') and fallopian tube perforation ('essure eroded through the tube') in a 27-year-old female patient who had essure (ess205) (batch no. 626289) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and obesity. Previously administered products included for an unreported indication: vitamin d, predinisone and plaquenil. Concurrent conditions included ovarian cystectomy. Concomitant products included since 2011, bupropion hydrochloride (wellbatrin) since 2011, hydroxychloroquine since 2003, prednisolone since 2003, trazodone since 2011 and vitamin d nos (vitamin d) since 2003. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("depreesion") and anxiety ("mental anguish"), 1 month after insertion of essure (ess205). On (B)(6) 2009, the patient experienced keloid scar ("rash conditon keloids"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, depression, anxiety and keloid scar outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, fallopian tube perforation, genital haemorrhage, keloid scar, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: shortly after removal pelvic pain was decreased. Discrepancy noted: removal details (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: essure was successfully occluded.; on (B)(6) 2008: no demonstrated patency of fallopian tube. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter's information added. Lot number added. Event:essure eroded through the tube were added. Medical history were added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.